Event description:
It was reported that the device was not recognizing the cassette. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be duplicated. However, it did find that the dso seal was degraded and that could have caused the reported problem. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.